Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there was resistance while inserting the inline sheath of the delivery catheter system (dcs), a perforation of the artery occurred. Sudden hypotension was reported that indicated blood loss. A covered stent was deployed over the course of 20 to 30 minutes. The valve was not implanted, and the patient left the operating room, but expired that night. No autopsy was performed.